Event description:
It was found through a periodic review of manufacturer's programming history database that high impedance was detected on this patient's device. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.